Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H11- manufacturer narrative each lens is subjected to a 100% assessment of the power (spherical and cylinder) an] optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a refractive surprise. The lens was rotated/repositioned and the problem was resolved. Reportedly, "the rotation is complete. The result is perfect; the patient is happy." The cause of the event was reported as user error. Cause details provided: "the lenses were switched: the lens was intended for the right eye (od) was implanted in the left eye, and the lens for the left eye (os) was implanted in the right eye". There are multiple medical device reports associated with this patient. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.